Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the customer was performing a coronary diagnosis procedure which was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not turn on. Upon troubleshooting, the fse checked the power panel, verified the 440v across all three phases. The fse open the cabinet and confirmed that the host pc was not starting, and upon checking, the host pc's status leds were off. To resolve the reported issue, the fse reconnected the power cable, powered on the supply, and started the host pc using the front button. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the system did not turn on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.